Event description:
It was reported that erythema and papulas with slight glazed appearance was in the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received for evaluation; however, a review of the manufacturing process was performed. No discrepancies were detected during visual inspection. No discrepancies were found during the inspection test. No root cause could be determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. Operator of device is unknonw. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.